Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On an unspecified date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. Treatment included antibiotics gentamicin and cefazolin (dose, route, start/stop dates not reported). The patient was not hospitalized and was recovering from the event of peritonitis. An outcome for the event of patient made mistake was not provided. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality for the event of patient made mistake/touch contamination was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the event description reported that the patient caused a breach in aseptic technique. A breach in aseptic technique is defined as a use error which can result in peritonitis. A review of all batch record documents was performed for h11b10028, and h11a26067 with no issues noted. Labeling review was found to be sufficient for the use error. Baxter will continue to monitor similar reports to determine if further actions are required.